Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2010 and mesh was used. The patient experienced a recurrent hernia (B)(6) following the procedure with symptoms of an abdominal bulge and pain. The patient is pending a revision. He must go through a cardiac evaluation to determine if he is a candidate for the revision.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.